Manufacturer narrative:
Device evaluation. Based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings assessed as surgical damage. Additional observations: no other observation observed. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported right side partially deflated. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "partial deflation".

Event description:
Healthcare professional reported right side partially deflated. Device has been explanted.